Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an unrelated procedure, insulation damage and low pacing impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition

Manufacturer narrative:
Corrected information provided in d6a - implant date information was unavailable. Further information was requested but not received.